Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02955 addresses the other device. It was reported to boston scientific corporation that two autotome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the first device was positioned within the patient's duodenum. When the tome wire was bowed to perform a sphincterotomy, it would not bow. The cut wire detached at the distal tip of the tome. The wire had pulled back into the catheter when the handle was squeezed. No portion of the wire fell into the patient. The same event occurred a second time with the second device. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.